Manufacturer narrative:
(B)(4). D10: unknown, femoral component, unknown lot. Unknown, tibial component, unknown lot. Unknown, articular surface, unknown lot. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient appears to have a fracture of a press-fit patellar component. There are no additional procedures performed and component remains on the patient. Attempts have been made and no further information has been provided.